Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to broken neck. Stem was left and patient was revised to mpo head and head and to depuy cup.